Manufacturer narrative:
The customer's report was observed and attributed to a damaged trace on a fuse on the battery interconnect board. The battery interconnect board was replaced and scrapped to resolve the report. The device was receritified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.